Event description:
Caller reported a cgm error, specifically cgm error 42, which involved a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, and after walking the caller through the steps, the cgm error did not reappear, allowing the caller to successfully start their sensor session.